Event description:
It was reported that withdrawal difficulty was encountered and stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 2.5x60mm, de novo, "long" target lesion was located in a moderately calcified and non-tortuous left anterior descending (lad) artery. Following advancement of a 0.014 non-bsc guide wire and a runway cls3.5 guide catheter, predilation was performed with a 2.00x20mm maverick balloon catheter resulting in 60% residual stenosis. A 2.25x28mm promus element drug-eluting stent was then selected to treat the target lesion. However, upon advancement, resistance was felt and the device failed to cross the lesion. The device was difficult to be retrieved and was noticed that the proximal part was deformed. The lesion was predilated again with a 2.5x20mm maverick balloon resulting in 50% residul stenosis and a 2.25x26mm and a 2.5x26mm non-bsc stents were implanted. Post-dilation was performed using a 2.75x12mm non-bsc balloon catheter with good angiographic results. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).